Event description:
Unsubstantiated legal complaint was rec'd which alleges that plaintiff acquired prostheses, that product was "defective", and that the "defective" product caused physical damage to plaintiff.